Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. D4: the primary unique device identification (UDI) number's value of: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Upon deployment, the evoque valve canted on the anterior side (>10 mm). As per information available, mild anterior pvl and mild transvalvular tr were noted. The patient was reported to be in stable condition. No further actions were taken and/ or treatment required. Before deployment, maneuvers were made to lift anterior anchor and septal anchors into annular hinge points. No gaps were seen after maneuvers were made, and we were satisfied that anchors were level. There was appropriate volume optimization on the day of the procedure. There is nothing to note with respect to patient conditions that impacted the sealing. There were no imaging, navigation, or leaflet capture challenges. Per internal imaging review of procedural tee/fluoroscopy, there was evidence that the 48 mm evoque valve embolized into the ventricle, with most anchors losing contact with the annulus. The evoque valve appeared minorly unstable. The major root cause of the valve embolization into the ventricle was identified as procedure related due to suboptimal depth and trajectory, and lack of leaflet capture. Septal shadowing was identified as a potential contributing imaging factor. No device-related issue or malfunction was confirmed.